Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units probe is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) units ultrasonic doppler probe is not working. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) which states that the issue occurred prior to use on a patient. The reported issue was the ultrasonic doppler didn't work. Replaces doppler ultrasonic all tests pass and are within manufacturer's specifications. Unit is cleared for clinical use. No patient harm.

Event description:
N/a